Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2021.   Additional information: h3 evaluation: a picture was received for evaluation. Upon to visual inspection of the picture, an empty folder and a broken needle at the swage area of product could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via an (B)(6) incident report that the metal part of suture broke off very close to suture end. The suture needle was left inside the patient whilst the thread (with small piece of metal on end) came out when pulled through. No injury as suture needle recovered straight away under x-ray guidance. X-ray taken of patients pelvis, the broken end of needle was located under x-ray guidance and safely removed in one piece. No adverse patient consequences were reported. No additional information was requested.